Manufacturer narrative:
The manufacturer previously reported information received alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The reporter expressed interest in returning the device to the manufacturer for evaluation to determine a root cause for the alarm. The trilogy evo, korea device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. The trilogy evo korea device was inspected for visual defects and found that the battery door was not seated properly on the base. Pil then ran therapy with a test lung using the existing settings in CPAP mode and the device would alarm for apnea multiple times, evt_apnea which is a patient setting alarm. Pil then ran therapy again using the default device settings for approximately 6 hours and the device operates without issue. The device was tested on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo korea device operates as designed, however, as noted, several devices were returned for multiple issues and some have been repaired, pil cannot determine whether any repair was performed on this device at the service center prior to returning to the lab. The reported failure of reported inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The reporter expressed interest in returning the device to the manufacturer for evaluation to determine a root cause for the alarm. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.